Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not perform hand washing. Peritonitis was manifested by cloudy effluent, abdominal pain, and pyrexia. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient began treatment with unspecified antibiotic therapy (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Extraneal therapy was ongoing. The patient was recovering from the peritonitis event. The patient was scheduled to be retrained on the proper aseptic technique. No additional information is available.